Event description:
The caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into place. There was no adverse impact on the customer¿s blood glucose level. Technical support (cts) guided the caller through removing the case from the pump, cleaning the pneumatic tap area, and reloading the cartridge. With these steps, the caller successfully completed the loading process and resumed insulin delivery.